Event description:
The event is reported as: this is the fifteenth out of twenty one complaints from the same facility. When they try to clip the vascular bundle the distal end of the clip breaks the vessel. The clips were used in a microsurgical repair: revascularization of flap. It was also reported that the device was used and issue solved due to the ability and experience of the surgeon. No patient injury reported.

Manufacturer narrative:
Evaluation: method, device history record (DHR) review. Complaint history review. Results, DHR review for the reported lot number showed no similar issues during the manufacturing or package process. Conclusions: no evaluation will be performed. Other: root cause unknown. Method of use related - damage during use.